Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 25 mmol/l (450 mg/dl) between 37 and 48 hours of wearing the pod. The patient stated they ate a snack the day before and tried to bolus before going to sleep. The patient reported receiving an "automated delivery restriction" notification. The patient woke up to high bg levels, and despite multiple corrections, there was no decrease in their bg levels. The patient was encouraged to change the pod. Upon removal of the pod from their abdomen, the patient found the cannula was bent. As treatment, a new pod was applied and corrections were administered.